Event description:
It was reported that on an unknown date, during final hand tightening of the screw in question implanted through a short tfna aiming arm, the resident snapped the head off of the screw against the lateral cortex. The screw broke at the very beginning of the screw head/shaft junction. The surgeon successfully removed the fragment of the screw head from the patient. The shaft remained in place across both cortices. The procedure was completed successfully with a surgical delay for removing the broken screw head. A larger incision was required to remove the fragment. No further information is available. This report is for a 5.0mm ti locking screw w/t25 stardrive 34mm f/im nail-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 14-jun-2022; expiration date: 30-apr-2032; part number: 04.005.524s, 5.0mm ti locking screw w/t25 stardrive 34mm f/im nail ¿ sterile; lot number: 857p724 (sterile); lot quantity: 120; part number: 04.005.524.999, 5.0mm ti screw blank 34mm 05.0 nail lock screw w/sd25; lot number: 726p720; lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 23020, tialnbci4.98; lot number: 651p859; lot quantity: 1,523 lbs. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.